Event description:
It was reported that stent damage occurred. A 4.00 x 48mm synergy xd drug-eluting stent was selected for use. However, it was noted that the stent was unraveled and coming off the balloon once they took it out of the hoop, kinked and separated. The procedure was completed and there were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR: synergy xd mr us 4.00 x 48 mm stent delivery system was returned for analysis. The device was returned with its stent damaged on its entire length and pulled distally over the tip. A review of the manufacturing stent profile data was performed and the stent outer diameter at the time of manufacture was within max crimped stent profile measurement. The balloon body was reviewed; no issues were noted on the balloon cones. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and visual examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 4.00 x 48mm synergy xd drug-eluting stent was selected for use. However, it was noted that the stent was unraveled and coming off the balloon once they took it out of the hoop, kinked and separated. The procedure was completed and there were no patient complications nor injuries reported.